Event description:
The dental implant (B)(4) was removed on (B)(6) 2018 due to failure to osseointegrate 4 months and 19 days after implantation. The patient has history of hypertension. The doctor noted periodontal disease during explantation. The patient has recovered without complications.